Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to contamination of the driveline connector by foreign material. The reported event was confirmed via review of the controller log files, which revealed occurrences of electrical fault alarms. These alarms are most likely due to due to contamination of the driveline connector by foreign material. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause is contamination of the driveline connector by foreign material. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01857 and 01858) submitted for devices related to the same patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01857 and 01858) submitted for devices related to the same patient.

Event description:
Manufacturer distributor informed company representative on (B)(6) 2015 of multiple e-faults on patient controller, log files were sent and e-faults were confirmed. Manufactures representative went to site on (B)(6) 2015 to inspect the system. External inspection showed no cloudy wires. E-faults were reproducible by manipulation of the driveline. Manipulation of the drive line (dl) connector within the controller socket felt sticky and hard to move. Internal inspection showed a visible contamination within the dl connector and the controller socket. A white/greenish substance was visible and 5 of 6 pins were slightly darkened. Patients mean arterial blood pressure went down from 70 to 48mmhg during pump off. Cleaning procedure performed (B)(6) 2015 following manufacturing procedure to remove the contamination from the dl connector and replace controller. Two cycles were performed with a pump off time of about 60 seconds each, with a total time off of 120 seconds. It was indicated that verification of the repair action solved the problem. Hospital staff monitored the patient during procedure and while pump was off. Physician mentioned "patient tolerated the pump off time well". This MFR report is two of two related to the same event.